Event description:
It was reported that this pacemaker was programmed to MRI protection mode at doo 70 bpm. However, during the magnetic resonance imaging (MRI) scan the patient's heart rate became elevated, up to 140 bpm, and the patient felt shortness of breath and palpitations. The scan was stopped and the patient was removed from the machine; the patient was noted to be in atrial fibrillation (af) with rapid ventricular response (rvr) and was symptomatic. The rapid response team was called to evaluate the patient. MRI protection mode was exited and a review showed lead values were within normal limits and the device appeared to be functioning normally. No additional adverse patient effects were reported. The device remains implanted and in service. It was noted the patient underwent a successful MRI scan the next day.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.